Event description:
A customer reported that their device's battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. No additional information was provided.